Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The 2997 04 230- x25 verse inserter is stripped, will not retain a unitized set screw as per required. And cannot be used at final tightening inserter. The 2.2997 04 220 - verse correction key inserter. Will not retain any correction keys, visually looks fine but when tested does not retain correction keys as it is meant to. Had to use second driver on the set, however not ideal as scrub had to keep changing handles. Surgeon was waiting for instrument, and had look away from operating field. Caused 30 minute delay in surgery and errors while inserting set screws.